Event description:
It was reported that during testing of this cannula, the silicone parts broke and fell from the device. There was no patient injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. Investigation findings: at this time, an evaluation is pending for this device. A follow-up report will be filed upon completion of the evaluation. The information for use (IFU) shipped with the product informs the user to: inspect instruments before and after processing for proper function and alignment of pins and for chipping of plated surfaces.